Event description:
Additional information received from the patient reports the steps taken to resolve the leaking, not going to the bathroom all the time right away, and not getting the urge to go was implant of manufacturer device.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0xu4n, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapy. Implant was not working for her. Patient states it was like it was before she started the trial. She was having the same problems as before she trialed device. She was leaking, not going to the bathroom all the time right away, not getting the urge to go, she will just get up and leak. The trial worked very well for her. She had used programmer to check status of ins(stimulator) and verified it was on and set on the program that was set for her the day of implant. All of this started happening when she returned to her normal daily routine and going back to work. She has a post-operative appointment with hcp (healthcare provider) on (B)(6) 2015 and will follow up with hcp at that time. The event date was (B)(6) 2015. Patient was implanted with permanent implant on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.